Manufacturer narrative:
The device has not been received for analysis as of the date of this report.

Event description:
It was reported that during preparation for a fistulagram treatment procedure, a hair was found in the packaging of an ultra-thin diamond balloon catheter. The procedure was completed with another of the same device with no pt complications. Current pt status is reported as 'fine'.